Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report system was showing a big red triangle and error 307 for universal surgical manipulator (usm) 2. Tse could not get live logs and instructed to shut down the system. Only the vsc shut down. A full epo reset only resolved the situation and surgery could continue. Tse agreed with nurse that she will call back if error returns. Tse waited for artemis previous power cycle log download and confirmed error 307 had occurred on usm2. Tse observed that customer restarted system. After surgery ended nurse lisa marie füchtmann called back and confirmed that procedure had been completed: although there were some restarts needed due to errors of usm2 that were not reported on the phone and the surgeon insisted to continue the procedure. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The surgery started only with 3 arms because the usm arm 1 has been disabled. After about 30 minutes, arm 2 also started to have problems. They had to perform hard shutdowns between 3 and 5 times to continue. The operation was completed with 3 arms.

Manufacturer narrative:
Upon visual inspection, no issue was found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the axes controller spar board (acs) printed circuit assembly (pca) were inspected, but no faults could be identified. As a result of these findings, failure analysis conclude that the acs pca are consistent with the reported event and is the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.